Event description:
The pt experienced a loss of stimulation sensation in her right leg and hip. Device interrogation revealed 1 electrode had an impedance greater than 10 000 ohms. Implantable neurostimulator reprogramming did not improve stimulation coverage. An x-ray revealed that the lead had slipped down 1-1.5 vertebral bodies. The pt reported that if she pushed on the device pocket she received appropriate stimulation coverage on the right body side. The hcp believed there was a connection issue. On the day of surgery, 4 electrodes had impedances greater than 10,000 ohms measured through the neurostimulator and the snap lid connector. The lead was replaced. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The lead was returned to the MFR for analysis, which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.